Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) stated that was unable to fully inflate the device during sexual activity. However, the physician determined that the improper inflation was due to user error and significant corporal fibrosis. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of fibrosis is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the events of therapeutic response altered, and improper patient handling or use of the device (device normal) were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.